Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse) who went onsite and evaluated the system. The fse concluded that the vision issue experienced by the site was associated with the blue system cable. The blue system cable passes video signals between the surgeon console and vision cart. The system was repaired by replacing the blue system cable. As of june 28, 2012, there have been no reported recurrences of this issue at this hospital.

Event description:
It was reported that during system setup for a da vinci s surgical procedure the surgical staff experienced video loss on the right side image of the surgeon console. Via telephone, an isi technical support engineer instructed the staff to power down the system, reseat all power cords on the vision cart, swap the ends of the blue system cable, and restart the system. The system powered up and homed successfully and the staff continued with setup. Immediately after the system was docked to the patient, the same issue occurred when the surgeon sat down at the surgeon console. The patient was under anesthesia and the port incisions had been made when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date. No patient harm was reported.